Manufacturer narrative:
Without a lot number, a device history record (DHR) review was unable to be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following a bilateral interventional procedure where patient received dual angioplasty and dual bilateral stents at the iliac arch (kissing stents), two 6f/7f mynx control vascular closure devices (vcd) were deployed. The first mynx control was successfully deployed in the left groin. The second mynx control failed to be successfully deployed in the right groin. Following the failed mynx in the right cfa, pressure was held in the operating room (or) for twenty-five minutes. A pressure dressing was then applied via band-aid and 4x4 gauze and foam tape. The patient was then sent to the operating room post-anesthesia care unit (pacu) until awake and aware then sent to ambulatory surgical unit (asu) for a four hour duration of lying flat due to failed closure deployment. The patient was discharged at 1500hrs, but then returned to the hospital at 1750hrs after a syncope episode at home. The patient was brought back to the emergency room (ER) with the retroperitoneal hematoma bleed on the left site, where the mynx control vcd has been successfully deployed. The patient¿s hospitalization was extended for five days following the retroperitoneal hematoma bleed. The patient is noted to be recovering. The patient had been anticoagulated during the index procedure and was given protamine approximately ten minutes prior to the mynx closure. All interventions were performed with a 7f non-cordis sheath. Prior to the closure, the non-cordis sheath was exchanged to a 7f brite tip sheath. The procedure used a retrograde approach. The user was trained on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The stick location was in the bilateral common femoral arteries (cfa). There was no vessel tortuosity. There were multiple attempts to access the left cfa. There was only one attempt on the right side (the side that failed). Both sides were accessed using ultrasound. The user shuttled down completely, there was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. The advancer tube was not visible. The device will not be returned as it was discarded by the site.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. As reported, following a bilateral interventional procedure where patient received dual angioplasty and dual bilateral stents at the iliac arch (kissing stents), two 6f/7f mynx control vascular closure devices (vcd) were deployed. The first mynx control was successfully deployed in the left groin. There had been multiple puncture attempts. The second mynx control failed to be successfully deployed in the right groin. Following the failed mynx in the right common femoral artery (cfa), pressure was held in the operating room (or) for twenty-five minutes. A pressure dressing was then applied via band-aid and 4x4 gauze and foam tape. The patient was then sent to the or post-anesthesia care unit (pacu) until awake and aware then sent to ambulatory surgical unit (asu) for a four hour duration of lying flat due to failed closure deployment. The patient was discharged at 1500hrs, but then returned to the hospital at 1750hrs after a syncope episode at home. The patient was brought back to the emergency room (ER) with the retroperitoneal hematoma bleed on the left site, where the mynx control vcd has been successfully deployed. The patient¿s hospitalization was extended for five days following the retroperitoneal hematoma bleed. The patient is noted to be recovering. The patient had been anticoagulated during the index procedure and was given protamine approximately ten minutes prior to the mynx closure. All interventions were performed with a 7f non-cordis sheath. Prior to the closure, the non-cordis sheath was exchanged to a 7f brite tip sheath. The procedure used a retrograde approach. The user was trained on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The stick location was in the bilateral cfas. There was no vessel tortuosity. There were multiple attempts to access the left cfa. There was only one attempt on the right side (the side that failed). Both sides were accessed using ultrasound. Four ultrasound images were reviewed. Two ultrasound images showed a dark oval (possibly a collection of fluid) in the right bottom corner that appeared to be 0.5cm in diameter. The two other ultrasound images were captured approximately 16 hours later. These images showed a dark oval (possibly a collection of fluid) in the middle of the image that also appeared to be 0.5cm in diameter. There were no other structures noted around the area in question. Without further information on the location of the ultrasound images, no other conclusions can be made on what the images displayed at this time. The brite tip sheath device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a backwall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the information available for review, procedural factors (multiple attempts to access the left cfa) most likely contributed to the retroperitoneal bleed reported on the left side of the patient. If multiple attempts to access a vessel were made, the patient may have additional punctures that will not be closed with the mynx sealant, and a bleeding may occur. According to the safety information in the instructions for use, which is not intended as a mitigation ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned, ¿do not use mynx if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Neither the phr review of the mynx control, nor the information available suggests a design or manufacturing related cause for the retroperitoneal event reported. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process of the sheath. Therefore no corrective and preventive actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are (B)(4) and (B)(4).